Manufacturer narrative:
No appropriate conclusion code for software issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had repeated restarts and it was unable to discharge the necessary shock. It was initially reported that the patient died, however additional information was received noting no patient involvement. The reporter stated that a patient of unknown age, gender, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on (B)(6) 2019, the patient experienced an event with details not reported, hospital staff connected the dfm100 to the patient, cardiopulmonary resuscitation (CPR) efforts were initiated, but the patient was not rescued and experienced an outcome of death. It is unknown if any shocks were attempted or delivered during the event. It is unknown if hospital staff used defibrillator paddles or pads. No relevant laboratory data was reported. No electrocardiogram (ECG) rhythm strips or case events were provided for review. Philips manufacturer rep and fse were dispatched to the customer site and communicated with the hospital for specific information. It was determined device repeatedly restarts and that there was no patient involvement at that time. Meanwhile, the device #(B)(4) was returned to factory for further analysis. The device's serial output shows that due to a file system problem after analysis. The device was replaced and the new device #(B)(4) passed all performance assurance testing. The new device #remains at the customer site and no further evaluation is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had repeated restarts and it was unable to discharge the necessary shock. It was reported that the patient died. Further information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.